Manufacturer narrative:
(B)(4). Sent: 09/01/2004. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair, the center seal broke off into the pt, seal was retrieved. There was no pt consequence.